Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09758, related manufacturer reference number:2017865-2021-09762. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited inappropriate shock. It was also noted that the right ventricular lead exhibited loss of capture and undersensing and the left ventricular lead exhibited loss of capture. On (B)(6) 2021, a chest x-ray was performed and demonstrated displacement of the right atrium, right ventricle, and left ventricle. Programming changes were performed at this time. The patient was stable with no complaints.

Event description:
New information noted that the right atrial, right ventricular, and left ventricular leads were explanted and replaced. The right atrial and right ventricular leads were attempted to be repositioned however, the helix would not retract. For the left ventricular lead, the wire would not pass down. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.